Event description:
It was reported that a receiver power issue occurred. On (B)(6) 2025, it was reported that the patient experienced a receiver power issue. The reporter checked the patient and the cgm reading was 325 readings on the receiver around 3:30am. Around 8am she tried to wake up the patient and noticed that the brother was so cold and sweating and was not responding (loc). The sister checked the receiver and the receiver was off. She couldn't wake the patient up so she decided to call an ambulance. The patient was taken to the hospital and treated there with unspecified medication, at that time the receiver was still not turning on. The sister charge it but it was not turning on still. The nurse at the hospital took a bg reading which was 43 mg/dl. The patient was discharged on 05/05/2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.